Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, device became unraveled and split. While preparing for the procedure, the renegade hi flo catheter became unraveled as it was taken out of the package. The catheter was flushed and the guide wire would not pass through catheter. While the guide wire was being pulled out, the catheter unraveled and split. This occurred outside the patient. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis could not be completed as the unit was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).